Event description:
It was reported that the drill bit broke in the guide unit and there were a lot of metal chips in the humeral.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the drill bit broke in the guide unit and there were a lot of metal chips in the humeral.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record for the reported product could not be reviewed since its lot number was not available (unknown). Nonetheless, the reported condition is a known failure mode, which probable root cause(s) can be associated, but not limited to: inadequate system design (strength) and/or insertion technique (user error). However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.